Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The right ventricular lead had a high capture threshold and the output parameter was reprogrammed. The device was explanted and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for these products. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the device reached the elective replacement indicator earlier than expected. The device was explanted and replaced. The right ventricle lead had high capture thresholds and parameters were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.